Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer reported the following two issues: (1) "during blood collection, the tube was separated from the holder. (2) the strength of the tube to draw blood was weak."